Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the rectum was inadvertently perforated while dissecting the prostate. There was no bleeding as a result of the perforation. According to the surgeon, the perforation occurred because the patient¿s anatomy contained extensive adhesions, making it impossible to identify the correct planes. There was no da vinci system, instrument, or accessory that caused or contributed to the event. To address the injury, a second surgeon was needed to perform a colostomy during the same procedure, which was completed robotically. Although the patient did not experience any postoperative complications, a permanent colostomy was required, and reversal will not be possible. The patient was discharged home on post-operative day three and has not returned to the hospital with any complications.